Event description:
It was reported that the burr became stuck in the vessel. A 1.25mm peripheral rotalink plus was selected for use for an atherectomy procedure to treat the pt distal chronic total occlusion (cto) and the common lateral plantar. During advancement to the pt cto the 1.25mm peripheral rotalink plus could not advance to the lesion. The rotalink plus was exchanged for another same size rotalink plus. The second 1.25mm peripheral rotalink plus advanced to the pt cto. During atherectomy of the common lateral and 1.25mm peripheral rotalink plus got momentarily stuck in the vessel. Consequently, the physician administered nitroglycerin to aid in the removal of the 1.25mm peripheral rotalink plus. All the devices were removed intact and the procedure was completed. No patient complications were reported.